Event description:
Customer reported the system locked up during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and configuration files. System operates as intended.